Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock therapy for supraventricular tachycardia (svt) that went into the ventricular fibrillation (vf) zone. The caller wanted to know why the patient got shocked because the rhythm slowed into the monitor zone after the atp was delivered. Technical services (ts) answered the caller's questions. The device remains in use. No adverse patient effects were reported.